Event description:
Regulator and flow meter were placed on an oxygen e tank for a demonstration of the device. The device was to supply oxygen to a pt, the demonstration was to show the family member how to use the device. When the post valve of the tank was turned on the outside housing of the flow meter blew apart. Plastic from the housing hit family member, causing several bruises, no serious injuries occurred.